Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4): placeholder.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient had total hip replacement surgery in (B)(6) 2012. A new fracture occurred, date unknown. A broad lcp plate, screws and pin, wire were implanted on (B)(6) 2012. The plate and two screws were found broken via x-ray date unknown. The broken hardware was removed on an unknown date. This is 2 of 4 reports for this event.

Manufacturer narrative:
Explant: 2012. The product has been received. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.